Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Photos were provided of a newborn or neonate and the reported issue was observed on the patient. However, there were no physical samples returned for evaluation, therefore the affected device could not be evaluated. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that during a wash/bath, when changing the devices, the nurse observed 2 burns under two electrodes of 2 cm in diameter. These burns are associated with the gel present in the composition of the electrode since the surface burnt skin is identical to the gel contained in the electrodes. One blister has the presence of purulent fluid and the other blister has ruptured. The skin underneath has an erythema. There were no creams or any other product on the baby's skin. Treatment involved burn care with prescription and adjustment of analgesic treatment. The child had been experiencing pain for several hours, assessed under evendol3 0 6/15 despite continuous administration of morphine and administration of level 1 analgesic. Failure of healing, risk of infection.